Manufacturer narrative:
The patient's weight is (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached cleanly from the suture after deployment of the capio device. They opened another suture and the same problem occurred. Both darts were left inside the patient. The procedure was completed with this device and a third suture of the same kind. There were no adverse patient effects as a result of this event.